Event description:
The customer reported that the device shuts down when the ac power module is inserted.

Manufacturer narrative:
(B)(4). The customer reported that the device shuts down when the ac power module is inserted. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the problem. The cause was found to be a faulty power pca. The power pca was replaced to resolve the issue. After passing all performance assurance testing the device was returned to the customer. This was a malfunction of the power pca that caused an unexpected shutdown.